Manufacturer narrative:
Customer does not know where the cord is or where on the cord it arced. They do not expect they will return the cord.

Event description:
Allegedly, there was a spark noticed when using the cord inside the patient during a procedure. It was reported there was no harm to the patient.